Event description:
A laparoscopic hysterectomy was being done on a patient. At the end of the case when the morcellator trocar was removed, a burn was noted around the edges of the skin and subcutaneous fat. It was felt this was secondary to heat generated by the difficulty and length of the procedure. Some tissue was excised and the area was closed. There was no evidence that there was an electrical fault or burn. There was no identifiable injury at the close of the patient. The postoperative course was uncomplicated and the patient was sent home the next afternoon. There was no negative outcome to the patient.in the process of morcellating the uterus the device heated up and the heat possibly transferred through the sheath of the device. The physician noted multiple dense fibroids and that it took awhile to remove the uterus and the fibroids. It was felt that there was not a malfuntion in the unit, it was more of a limitation of the device.